Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. The patient did not provide cgm or bg meter values for comparison but indicated that the device is more accurate when it's been worn for a few days. No injury or medical intervention was reported. Data was not provided for evaluation. Confirmation of the reported issue of inaccurate cgm values could not be determined. A root cause could not be determined. It was reported that the patient wears the sensors for more than 7 days. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.